Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. The balloon was loosely folded and stent is separated from the catheter. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip and stent are damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the first diagonal branch of the left anterior descending artery. A 16 x 4.00 rebel stent was advanced to treat the lesion. However, during procedure, the stent dislodged from the delivery balloon. The stent was subsequently removed with a snaring device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.